Event description:
It was reported during an ablation procedure, the irrigation port of a therapy cool flex ablation catheter was partially detached from the catheter and saline was leaking. The physician attempted to apply rf energy with the cool flex catheter; however, the generator would not initiate rf delivery due to elevated catheter temperatures. Saline was noted to be leaking form the irrigation port and the port was partially detached from the catheter handle. The catheter was exchanged for another coolflex catheter and the procedure was completed without consequences to the patient.

Manufacturer narrative:
The device is in the process of being analyzed. When our investigation has been completed a follow-up report will be submitted.